Event description:
It was reported that balloon rupture occurred. The 100% stenosed, target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 6.0 x 40, 135cm mustang balloon catheter was advanced for dilatation and was inflated twice at 20 atmospheres for less than 30 seconds. However, during the third inflation at 20 atmospheres for less than 30 seconds, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.